Event description:
User error. During CPR critique rn noticed that the printed strip from the EKG recording was marked "paddles" rather than "leads." During code CPR this was not noticed, thus never had an accurate reading of heart activity. Suggestion: possible design problem/opportunity for improvement.